Event description:
A report was received that a patient wss scheduled to undergo a pocket revision procedure. The patient was experiencing difficulties charging the ipg, and it was determined that the pocket was too deep. During the procedure, the physician replaced the ipg, because it was not charged. The patient is reportedly doing well following the procedure.